Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products: 2 detachment control boxes (details unknown), 2 connecting cables (details unknown), new coil (details unknown).

Event description:
During the procedure, the surgeon found the micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/g13696) could not be detached. The surgeon tried to adjust and changed cable and detachment control box (details unknown), but still failed. Finally the surgeon changed another coil to complete. No patient injury involved. No vessel information provided.

Manufacturer narrative:
During the procedure, the surgeon found the micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/g13696) could not be detached. The surgeon tried to adjust and changed cable and detachment control box (details unknown), but still failed. Finally the surgeon changed to another coil to complete. No was patient injury involved. Attempts to obtain additional information were unsuccessful. Pi# 1-kd4xdg: the returned device positioning unit (dpu) passed electrical testing. The detachment fiber was found to have partially melted and adhered to the stretch resistance sutures and the coil¿s socket ring. The most likely contributing factor to the coils non-detachment inside the aneurysm may have been due to the detachment fiber losing tension and losing direct contact with the distal heating section of the resistive heating coil. With the loss of the detachment fibers direct contact on one side of the heating surface only a partial melting of the fiber would have occurred. One side of the detachment fiber did not melt and the other side melted and adhered to the stretch resistant sutures and the coil¿s socket ring. The coil was then still anchored to the dpu via the partially melted detachment fiber and was then removed from the patient. While the exact circumstances that caused the detachment fibers loss of tension cannot be determined, it most likely cause may have been due to resistance encountered during coil advancement inside the unknown microcatheter or during coil repositioning inside the aneurysm. In addition, without the identification or the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was not reported if a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil not detaching was confirmed through product analysis. Since the cable and detachment control box were not returned, it is not possible to determine the root cause of the complaint. There is no evidence that the complaint was related to a design or manufacturing issue; therefore, no corrective actions will be taken at this time.